Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the implantable cardioverter defibrillator (ICD) exhibited low pacing impedance. As a resolution the ICD was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient was stable.